Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported patient complaining of blurry vision and with decrease in bcva right eye noted after 3 month post op lasik surgery right eye. Upon follow up with the reporter it was informed that the it is unknown why the patient can not be corrected to a better visual acuity. The patient was prescribed artificial tears four times daily. No additional information is available for this case.